Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017 the receiver initialized without a manual restart. No additional event or patient information is available. No product or data were provided for evaluation. The report of the receiver initializing without manual restart could not be confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4)

Event description:
The complaint device was returned for evaluation. A visual inspection was performed and the receiver was stuck on the initializing screen. The receiver was opened for further evaluation. A visual interior inspection was performed and no defects were found. The ui pcba booted and a data log was retrieved. A review of the data log found a continuous error recover and a software reset. The customer complaint was confirmed. A root cause could not be determined.